Event description:
It was reported to boston scientific corporation that a wallflex biliary stent was to be used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2014. According to the complainant, during the procedure, the physician had difficulty passing the stent through the scope, it would not advance. When the device was taken out, the tip detached and remained in the scope. Another scope was used but the physician was not able to regain access so the procedure was not completed due to this event. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
A wallflex biliary rx covered stent was returned for analysis. Visual examination of the returned device found that the distal tip was not detached and no part of the device had detached. The handle had been fully retracted and the stent was deployed. No issue was noted to the profile of the stent. A 0.035 inch jagwire was returned inserted through the device. Slight kinks were noted in the distal end of the clear outer sheath. No other issues were noted to the profile of the delivery system. The noted damages indicate difficulty was experienced during deployment and are likely due to anatomical or procedural factors such as tortuous anatomy or maneuvering of the device. Therefore, a review and analysis of all available information indicated that the most probable root cause is operational context. A review of the device history record (DHR) was performed; no anomalies were noted. A labeling review was performed, and from the information available this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation that a wallflex biliary stent was to be used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2014. According to the complainant, during the procedure, the physician had difficulty passing the stent through the scope, it would not advance. When the device was taken out, the tip detached and remained in the scope. Another scope was used but the physician was not able to regain access so the procedure was not completed due to this event. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Reported event of tip detached. The device has been received for analysis; however, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.